Event description:
Invalid result (s) customer stated that they performed the test procedure correctly, but that their test strip turned almost completely pink and it is not temporary. A prominent band appeared in the control section and a white line appeared in the test section.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100046 met the qc criteria. The complaint issue was not reproduced with the retention sample. The root cause is undertermined. Similar issues will be tracked and trended.